Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead warning occurred, there was low impedance and a possible issue with the lead's insulation. It was also reported that the patient was in the intensive care unit and there was a lot of trouble maintaining telemetry with the device. The lead and device remain in use. No known patient complications were reported as a result of this event.